Event description:
Caller reported that their pump screen was dark and wouldn't turn on. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through troubleshooting steps, which did not resolve the issue, so a replacement pump was arranged. The customer will use multiple daily injections as a backup therapy. Instructions for placing the problematic pump into storage mode and for its return were provided and acknowledged. Replacement pump and tracking information were communicated to the customer.